Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Occupation: initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on an unknown date, the surgeon was removing a 4.0 cannulated screw for an unknown reason. During removal the unknown 4.0 cannulated screw broke. It was reported that the following instruments "broke intraoperatively": the conical extraction screw for 1.5mm & 2.0mm cortex screws, spare reamer tube for hollow reamer, extraction bolt for 4.5 screws, spare reamer tube for hollow reamer, small handle with quick coupling, and conical extraction screw for 3.5mm screws. Surgical delay is unknown. Procedure outcome is unknown. There was no report of patient consequence. This report is for one (1) unknown - screws: cannulated. This is report 7 of 7 for (B)(4).